Event description:
A nurse reported that during surgery, the system did not make any sound tones, and a message was displayed indicating a handpiece issue. The console was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problems reported. The host module was replaced as a preventative measure to mitigate the no sound issue reported. The software was updated. The system was then tested and met all product specifications. The host module has been sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).